Event description:
On (B)(6) 2012, the pt presented emergently with an aortic transsection resulting from a motor vehicle accident. The pt was treated with a conformable gore tag thoracic endoprosthesis. After the device was implanted, it was noted that there was a lack of wall apposition at the proximal end (bird breaking). In addition, the physician noted a possible pseudoaneurysm at the proximal end, as well as a dissection of the left subclavian artery. The physician speculated this was the result of wire manipulation. On (B)(6) 2012, the physician did a secondary endovascular procedure where an add'l conformable gore tag thoracic endoprosthesis was implanted at the proximal end of the previously implanted graft. A 7 x 5 gore viabahn endoprosthesis was also implanted in the left subclavian artery (chimney technique). The pseudoaneurysm, transection, and dissection were resolved. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.